Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; however, no specific bg value was provided. Customer resumed pump therapy to address elevated bg level. Reportedly, the customer later experienced a low blood glucose (bg) level; however, no specific bg value was provided. It was also reported that the pump suspended insulin delivery. Further clarification with customer indicated that insulin suspension alarms occurred but specific alarms were unknown. Alarms did not impact customer's bg levels. Although requested, no additional information was provided on the reported event.